Manufacturer narrative:
The instrument involved in this complaint has not been received and/or tested by failure analysis as of the date of this report. If the product is received and evaluated, a supplemental MDR will be submitted.

Event description:
It was reported that there was a frayed cable with a da vinci product. The customer reported event has no report of patient injury. Intuitive surgical inc. (Isi) followed up with the site and obtained the following additional information: the incident did not involve a fragment falling inside the patient. No post-operative tests were performed to check for fragments. The patient has not returned to the hospital due to experiencing any post-surgical complications related to retention of foreign material.